Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer battery was not holding the charge; it appeared to be charging but still would not. It was noted that the same battery was placed in a different programmer with the same result. It was determined to order a new battery. The programmer was not being returned at the time of the call, and its status is unknown. There was no patient involvement.